Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that blood glucose was 68 mg/dl and 400 mg/dl and was treated with drinking cider. Customer also treated with bolus delivery. Cutomer declined troubleshooting for high blood glucose.